Manufacturer narrative:
Product analysis a visual inspection showed that the tip detached distal to the anchor pockets medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the atherectomy th plus 6f device, the nose cone detached within the sheath in the patient. A 6fr non-medtronic sheath and a non-medtronic guidewire were used. The procedure was associated with the peripheral arteries, specifically the left mid common iliac artery and popliteal artery, where a calcified target lesion with 70% stenosis and a length of 30 millimeters was present. The artery diameter was noted to be 6 millimeters. Moderate resistance was encountered when advancing the device. The procedure was aborted, and the detached component was successfully removed using a snare.